Manufacturer narrative:
The customer obtained a lower than expected result on a single patient sample using vitros vanc reagent lot 2514-36-6074 on a vitros 5600 integrated system. A definitive assignable cause for the event was not identified. The integrity of the patient sample and a reagent issue cannot be completely ruled out as a contributing factor. As a marker precision run has met expectations, a vitros instrument is not considered a contributing factor. The definitive assignable cause is unknown.

Event description:
The customer obtained a lower than expected result on a single patient sample using vitros vanc reagent lot 2514-36-6074 on a vitros 5600 integrated system. Patient vitros vanc result of 9.6 ug/ml vs. The expected result of 16 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The higher than expected vitros vanc patient sample result was not reported from the laboratory and no other vitros vanc patient results were questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).